Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump would be explanted and returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient would be having surgery on (B)(6) 2020. No further complications have been reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that on an unknown date that the pump flipped. Surgery would be performed to exchange on (B)(6) 2020 and re-suture it in the pocket. No symptoms were reported. No further complications have been reported as a result of this event.